Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins had not been working for years. The patient inquired about having the implant removed but was told that was not an option for them. No symptoms were reported. No further complications were reported/anticipated. The patient's indication for use was unknown.